Event description:
The customer reported to vyaire medical that the vela ventilator was having an o2 (oxygen) calibration alarm prior patient use. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device/component has not been returned for evaluation. Therefore, no root cause could be determined yet. However, the customer stated that the unit had been out of service for some time. The customer requested a quote for the units and issues provided. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.